Event description:
It was reported that during a ptca/stent procedure in a lesion in the proximal lcx, a stent separated and was lost in the periphery. The lesion was pre-dilated with a dilatation catheter smaller than the rated diameter of the stent. The stent delivery system (sds) was advanced, but was not able to cross the lesion. The sds was withdrawn into the gc (contrary to IFU, which states, "should unusual resistance be felt at any time during lesion access, stent deployment should be abandoned, and the entire system and the guide should be removed from the body as a single unit."), and during removal the stent caught on the edge of the guiding catheter and the stent separated at the lmt. And attempt was made to retrieve the stent by advancing a second guide wire and twisting it around the separated stent. The guiding catheter disengaged, and the stent was lost. The stent subsequently migrated to the periphery. The pt is reported to be doing well as of this report.